Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided) h10: per the customer¿s response, it is unknown if reprocessing was conducted in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the connecting tube had a wrinkle, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip, the color ring had a crack, the plastic distal end cover had a scratch, the connecting tube had a scratch, the objective lens had a scratch, the image guide protector had a scratch, the scope connector cover unit had a scratch, the lock engagement lever and knob both had a scratch, the up/down and right/left knobs both had a scratch, the flexibility adjustment ring had a scratch, the switch box had a scratch, the suction cover had a scratch, the scope connector had corrosion and a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration and a scratch, the indication on the scope connector was peeled, and the electrical connector had corrosion due to water leakage.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lusera colonovideoscope had buckling preventing the insertion part from bending. There were no reports of patient or user harm associated with the event. The device was returned to olympus for a device evaluation and foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.